Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument rotated in the opposite direction. There was a delay of 15 to 30 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved in the wrong direction while the surgeon was manipulating it from the console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The intended direction was left/up but the instrument moved right/down. The timing of instrument movement was appropriate and there was no shakiness and/or friction experienced/observed. The issue was persistent when moving in the direction during bipolar coagulation closure. The issue was not resolved. There were no intra or post-operative complications due to this delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable due to a loose screw at the clamping pulley axis 5. This also led to a frayed pitch cable at the proximal idler pulley. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. The instrument was installed on an in-house system and exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The loosening led to a loss of tension in the associated handle cable and attributed this to the fact that the instrument could no longer be controlled precisely. The complaint was confirmed by failure analysis. The probable root cause is attributed to loosening of the screw at the clamping pulley axis #5, which resulted in loss of pitch cable tension. Furthermore, the probable root cause of the frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.